Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records: device history lot: part: 03.812.001, lot: 2l34530, manufacturing site: hägendorf, release to warehouse date: 12.february 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary investigation selection: investigation site: (B)(4), selected flow: functional. We have received the following parts back for investigation: 1 x part 03.812.001 / #lot 2l34530 / applicator outer shaft, 1 x part 03.812.004 / #lot 1l95302 / applicator knob. As received condition: the returned parts are in a used condition with some slight scratches and impression marks. Functional test: an internal functional test with another applicator inner shaft (part 03.812.003 / lot 9824907) was performed. The returned instruments passed the functional test successfully. The applicator inner shaft could be attached and detached as intended. Investigation/conclusion: the complaint condition could not be confirmed during the performed cq evaluation, and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the provided information we are not able to determine the exact cause of this complaint. The thread of the knob is a left handed thread, a clockwise rotation is required to remove the knob from the handle. It is possible that the end user may turn the knob in wrong direction to disassemble. We also found that there is a grinding noise from the thread as we turned the knob. This noise is caused by insufficient lubrication and can lead to a cold shut of the knob. Dismountable threaded connections must be regularly lubricated. In this regard please reference technique guide 036.001.088 page 48 for more details. A failure in material or manufacturing could not be detected from a review of the manufacturing documentation. Based on our investigations a product related fault can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a transforaminal lumbar interbody fusion (tlif) procedure for a patient with lumbar spinal canal stenosis, the handle of the transforaminal posterior atraumatic lumbar (t-pal)/ applicator knob was difficult to rotate. When the surgeon inserted the t-pal/ applicator knob and started to rotate it, the surgeon had difficulty in rotating the handle of the t-pal/ applicator knob to an open direction. Thus, the surgeon was not able to complete the rotation of the handle of the t-pal/ applicator knob. The procedure was completed without any other problem, although, it is unknown how it was completed. There was a surgical delay of less than thirty (30) minutes and there was no adverse consequence to the patient reported. Patient and procedure outcome was unknown. This report is for one (1) t-pal spacer applicator handle this is report 1 of 2 for complaint (B)(4).